Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 380 mg/dl and multiple insulin injections were administered to address the bg level. The customer performed a system check and no insulin was observed exiting from the infusion set tubing; however, no occlusion alarm had sounded. The cause of the occlusion could not be confirmed.